Manufacturer narrative:
(B)(4). Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4).

Event description:
The patient was not able to adjust stimulation. The 'call your doctor' icon displayed. A power on reset (por) occurred. Additional information has been requested.

Event description:
The patient received assistance from a company representative on (B)(4) 2012 and their concerns were resolved.